Manufacturer narrative:
Exact date unknown, event occurred after the date of implant. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(4). Batch: 5149411/7071912 . Product family: scs-extension. Upn: sc-3138-35. Model: sc-3138-35. Serial: (B)(4). Batch: 7073635/7073710.

Event description:
It was reported that the patient had an infection at the ipg site specifically at the base of skull where leads were located and the site where extensions were connected to the leads. Symptoms of infection were redness, pus and swelling. It was unknown if the infection was device or procedure related. The patient was placed on antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well post-operatively and the explanted devices were not returned.